Event description:
It was reported that patient experienced acute pain and spasticity. The patient's pain was through her neck to her feet and arms. The patient did "not feel like her pump was working" as well as when she first had the pump implanted. The patient¿s symptoms started to return approximately 1.5 years prior to the date of this report. The patient¿s physician was going to do a full MRI (magnetic resonance image) and check for buildup of scar tissue. The patient hadn¿t had her pump checked yet, and the most recent time the patient¿s pump was ¿uped¿ was 60 days prior to the ¿31st (month/year unspecified).¿ the patient noted that the "pump usually works well for the first three days and then her symptoms return". Drugs delivered via the device were baclofen and morphine. Additional information has been requested, but it was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).